Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 11/25/2024 h6 component code: g07002 no device problem found. Additional information. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned for evaluation. One labeled winding former and a needle suture piece in two sections were received for analysis. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture pieces were examined, and the ends were noted to be cut and crushed probably caused by a surgical instrument. In addition, body fluids and some damaged barbs were observed on the strands. Additionally, a photo was provided with the same condition as the received sample. The product code sxpp1a403 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a c-section on (B)(6)2024 and suture was used. During the surgery, the suture suddenly broke while the doctor was suturing the anterior sheath. Stop using it immediately and replace it with a new suture of the same origin, model and batch number to complete the surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: 1. Were there any patient consequences? --contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.